Event description:
Customer reported that pump was no longer functioning properly. There was no adverse impact to the customer's blood glucose level. No additional information was received regarding the outcome of the event.